Event description:
It was reported that pump touchscreen was cracked and shattered, and customer could not read or use display. There was no adverse impact to the customer¿s blood glucose level. Customer did not share information about backup insulin therapy.